Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and evaluated by the product analysis lab (pal). The homechoice device received a return instrument test/evaluation (rite) functional test and failed during the volumetric accuracy test. The device history logs did not identify any issues during device manufacturing that are related to the reported problem of inaccurate fluid reading. There was nothing found in the event logs that would indicate the reported problem. The cause was identified to be improper installation of the copper mesh pads. To correct the reported issue, the device was sent to service with instructions to scrap the copper mesh pads. Should additional relevant information become available, a supplemental report will be submitted.